Event description:
It was reported that this right atrial (ra) lead exhibited jumpy high out of range pacing impedance. Additionally, there were noisy signals that resulted in false atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and provided potential cause. Ts provided reprogramming options and further resolution. The lead remains in use. No adverse patient effects were reported.